Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 500 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied as treatment.

Manufacturer narrative:
The top housing was observed to be cracked. The timing and cause of the cracks in the top housing could not be determined. The pcb, sma wire pin, reservoir, batteries, commutator cap and rotational sensor assembly were all observed to be corroded. A power source was used to attempt data download. Initial attempts to pair the device with a master pdm were unsuccessful. The pcb was removed, but additional attempts to get the pcb to connect with the master pdm were unsuccessful. Since the device could not be paired with a master pdm, the beep test could not be performed, the shelf mode current could not be measured and the device data could not be recovered. A leak test was performed and no internal leaks were observed. Fluid flowed freely through the entire fluid path as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.